Event description:
It was reported to the sales consultant that the depth gauge broke. The depth gauge broke at the weld. It is upon how or when the breakage occurred. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals the depth gage was received in disassembled condition. The needle has sheared off near its base of the depth gage, approximately 2mm from its base. An orangeish brownish discoloration exists around the base of the fracture area. The fracture is at an angle and jagged and there are signs of wear consistent with field use. A review of the device history record is not available, the returned device is over 15 years of age. The design has been reviewed and is adequate for the intended use. Based on the age of the returned device and the low complaint rate, this complaint is invalid from a design perspective.